Event description:
Subsequent to the initial medwatch filed, additional information received: this complaint was reported in error. No complaint occurred. There was no patient involvement. No adverse event or product problem occurred.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that this complaint was reported in error. No complaint occurred. There was no patient involvement. No adverse event or product problem occurred. No device was returned. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.